Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose levels of 2.2 mmol/l. No symptoms were reported at the time of the incident. The customer did not state how they treated for the low blood glucose. It was reported that the sensors had an updating issue. Troubleshooting was provided for the sensor, but nothing was resolved. The insulin pump will not return for analysis.